Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited objective lens has moisture seen, distal fibers has fiber breakage, objective frame has dents on distal frame, ID data verification was unable to check due to error code, switch buttons was unable to check due to error code communication error (b30), no image and light transmission is low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.